Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the lesion was located in the severely tortous mid left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm apex balloon. A shaft kink occured, while the stent delivery system (sds) was in the guide catheter, resulting in a partial shaft fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was gained in the femoral artery. The 75% stenosed, eccentric, severely calcified, de novo lesion being treated was located in the left anterior descending artery (lad). The lesion was predilated with an unknown balloon. While attempting to implant the 3.00x12mm liberte stent, the shaft of the stent delivery system (sds) broke 40cm from the proximal end. All components were recovered. In the physicians opinion, the shaft fracture was caused by the very complex lesion, not the liberte sds. The procedure was completed with another 3.00x12mm liberte stent. No patient complications were reported. Patient status reported as "stable".